Event description:
A work order was called into the biomed department due to physiological monitoring systems in the acute care not connecting to central monitoring system in the emergency department. Network card appears to be the main source of the problem, possibly due to overheating. Network card was replaced.